Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The issue is still under investigation ((B)(4)) and currently a root-cause cannot be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Patient was being ventilated while being transported by ems crew, vent went into safety ventilation. Crew turned off the vent and turned it back on and began to ventilate the patient again with the same circuit/ flow sensor/ expiratory valve for the rest of the transport with no issues.